Manufacturer narrative:
Injury reported as serious by treating physician. (B)(4). Method: a review of the mfg records for the reported lot was performed; no deviations were noted and the product met all specs. Chemistry eval results of a retained and complaint unit from the reported lot were within specs. Microbiology eval of a retained unit from the reported lot showed the solution to be sterile; microbiology eval of the complaint unit is ongoing. A visual inspection of the returned complaint units showed that the batch and expiration date are not printed on the complaint unit label. No defect was observed on the second unit from the two-pack. The most probable cause was that there was an isolated jamming incident during manufacture and the unit was not later removed or checked before restoring units to the mfg line.

Event description:
A (B)(6) female pt reported that she experienced keratitis characterized by pain, cloudy vision, ocular discharge and photophobia after using a specific bottle of complete multi-purpose solution by easy rub formula with her acuvue oasys lenses. The pt has used complete mps previously for two years without problems. She noted that her symptoms began about 5-7 days after opening a new 16 oz. Bottle from a twin pack (the lot number and expiration date were not printed on the bottle). She sought treatment and was diagnosed with severe diffuse spk and had zymar for 5 days and pred forte for 10 days prescribed. Her symptoms resolved. She resumed lens wear on (B)(6) 2009, with a new pair of lenses and a new case, but continued to use the same bottle of solution. Her symptoms resumed within 4 days (ocular irritation, discharge, and a "tired" feeling). An email from the pt to her eyecare practitioner indicated that she started fresh with new lenses, case and solution and her symptoms resolved within a day.